Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2014, the patient had more severe spasms. Since an unspecified date, problems that had been last reviewed on (B)(6) 2013 included abnormal gait, auditory hallucinations, common migraine, depression, memory loss, optic neuritis in myelitis, progressive relapsing ms (multiple sclerosis) and vitamin d deficiency. A ¿reaction onset¿ was listed as (B)(6) 2014. The patient¿s baclofen pump was leaking and as a result he had surgery to replace the pump. No further information including patient outcome and event resolution were provided. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.